Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with dry eye/superficial punctate keratitis (spk) in both eyes. A brief description of the event says that 2 months post lasik visual acuity uncorrected was 20/20- in right eye and 20/20 in left eye. Best corrected visual acuity (bcva) was 20/20 in both eyes. Patient presented with 1+ diffuse superficial punctate keratitis in right eye more than left eye. Patient was started in lotemax gel 4 times a day, refresh gel or unguent at bedtime, predforte artificial tears every 1-2 hours and return to center in 1-2 weeks. It was stated that the patient had no loss of bcva. The patient complained of dry eye, blurred vision in right eye more than left eye, fluctuating vision and headaches. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -3.50 x -1.25 x 0, left eye pre-op 20/20 -3.75 x -.75 x 173. Bcva from (B)(6) 2016, right eye post-op 20/20 .00 x -1.00 x 0, left eye post-op 20/20 .75 x -.75 x 171.